Event description:
The customer reported via phone call that they had a no delivery alarm and a motor error alarm on the insulin pump. Customer's last known blood glucose was 300 mg/dl. The customer stated insulin was able to exit during a fixed prime. Customer was unable to remove the infusion set at the time of the call to examine the cannula. It was also reported the customer had a motor error alarm during a bolus delivery. Customer stated they were able to complete the rewind sequence on the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Failure analysis was unable to prime during prime test due to faulty force sensor system. No excessive no delivery alarm or motor error alarm noted. Motor was tested outside the device and passed. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.